Event description:
The facility representative reported a flo-gard infusion pump with a broken door #2. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement; therefore there was no patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of a flo-gard infusion pump with a broken door #2 was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be physical damage to the door. The door was replaced to correct this condition.